Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold was stuck. Additional malfunctions include the power switch for the control had a short circuit, the zip ties for the manifold and heat exchanger were replaced, and the hose clamp for the manifold was replaced.